Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured before being inflated to the nominal bar. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured before being inflated to the nominal bar. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the lesion was 90% stenosed, non-tortuous and mildly calcified. During first inflation at 4 atmospheres, the balloon ruptured.

Manufacturer narrative:
A1 age at time of event: 18 years or older.

Manufacturer narrative:
A1 age at time of event: 18 years or older . Updated b5: describe event or problem. Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approxamately13mm in length and extended from a position 3mm proximal of the proximal markerband to 9mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured before being inflated to the nominal bar. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the lesion was 90% stenosed, non-tortuous and mildly calcified. During first inflation at 4 atmospheres, the balloon ruptured.